Event description:
It was reported, during t2 scn surgery, the drill did not pass through to the second distal screw hole from the nail. The drill was contacting the nail when inserting the drill. The surgeon used lucent drill and the procedure was completed without further problem.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.